Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of burning in the device area to the right of the device. The patient was referred to their physician for further discussion. The device is still in use. No patient complications have been reported as a result of this event.